Event description:
It was reported that a low compliant patient was not regularly attending hospital follow up visits. During a call in mid (B)(6) 2022 the patient mentioned that the controller may alarm but the patient took care of it (no further information provided). There was no positive reply on request to visit hospital. The patient visited the hospital in the beginning of (B)(6) where it was noticed that pump flow on the controller was around zero with significantly silenced ongoing low flow alarms. Echocardiogram (echo) and computed tomography (CT) were done which showed complete obstruction of the outflow graft and zero flow through the heartmate 3 system. Right ventricular function had completely recovered, and the patient had acceptable contractility with good physical capacity without dyspnea or laboratory sign of right ventricular insufficiency. It was decided to stop the heartmate 3 blood pump and cut the driveline with the burial internal part under the skin. Control echo in the operating room did not show any retrograde flow from the pump after stopping the speed. Blood pressure and heart rate were stable at all times without need of inotropes or vasopressor support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information stated that the outflow graft obstruction was confirmed through the echo during immersion of the driveline (driveline was cut off) after the right ventricular assist device was stopped. The outflow graft obstruction was caused by thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. The device was not explanted for evaluation. A continuous low flow hazard alarm was captured throughout the file. Although a specific cause for the low flow alarms could not conclusively be established through this evaluation, the account attributed the alarms to thrombus within the outflow graft. The system appeared to operate as intended at the set speed for the duration of the file. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU outlines indications of thrombus as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Furthermore, the IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. The IFU and the patient handbook also describe all alarm conditions, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the sleeping section of the hm3 lvas patient handbook also explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.